Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the unit did not hold power and did not cut the skin. The motor was not spinning at full nitrogen power. Button on handle was loose. There was no patient impact. No delay was reported. Due diligence is complete as no additional information is available.